Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that fixation was not possible due to the instrument being damaged on the fixation ring. There was no patient involvement. Additional information was received indicating that the part came off and it became impossible to fixate.

Manufacturer narrative:
H3, h6) the retainer clip has been bent and was no longer attached to the mount. As a result, the attachment screw was not captured. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.